Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "reporter inserting the strip and all that is coming up is the main menu". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.